Manufacturer narrative:
The device was returned to the MFR for investigation. Based on the quality investigation, the impreglon coating on the device was worn off. This condition could cause the device to not retain the pin.

Event description:
It was reported that the device would not retain a pin during set up for the procedure. There was a pt involvement and no allegation of adverse consequences associated with this event.